Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and surgeon could not lift the flap in right eye. He repeated the flap formation upon patient's request and lifted but not evenly. Surgeon replaced the flap and excimer treatment was aborted. It was stated that the patient did not have loss of best corrected visual acuity (bcva). The patient complained of blurred vision and was upset that refractive surgery was not performed. Patient reported symptoms are not interfering with daily activities. Surgeon reported that patient will need future photorefractive keratectomy to correct vision. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.75 x -2.00 x 15. Left eye pre-op 20/20 -3.50 x -2.50 x 178.

Manufacturer narrative:
(B)(4). Account reported that patient presented on (B)(6) 2016 with a button hole flap in right eye. It was also reported that patient had diffuse 3-4+ haze with decreased best corrected visual acuity and uneven flap surface in right eye. Surgeon reported that patient was started on pred-forte in right eye 4 times a day. The patient's chief complaint was poor vision and commented that she is really worried. Bcva from (B)(6) 2016: right eye post-op 20/30; left eye post-op 20/20.

Manufacturer narrative:
Corrected: it was inadvertently not included in initial report that concomitant patient interface lot number cb22091 was used during event. Additional info: account reported that some haze developed at interface. Best corrected visual acuity 20/30.